Event description:
Customer reportedly obtained results of 44 mg/dl and 219 mg/dl on the compact system within 10 minutes. In response to the results, customer decreased food intake, took 12 units of humalog, and exercised. No adverse event reported. Requested return of suspect device, however caller states system is unavailable for return.